Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy with adhesions procedure, the device clips would not release due to jamming. One clip clamped onto a vessel and they could not release it. They manually released the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.